Event description:
It was reported that the asymptomatic lost to follow-up patient presented in clinic for a routine follow-up. It was noted that the device went into back-up vvi due to a software corruption from suspected electromagnetic interference. The device was reprogrammed successfully.